Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified that the tip of the needle has been fractured off. The handle of the device is shown with sutures out of the inserter with the needle tip fractured off with the sutures still attached. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip (the needle ) of the juggerstitch disconnected from the implant inserter. Subsequently, the procedure was completed with another device.